Manufacturer narrative:
Model# should have been sc-2316-70. Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were showing high impedances in all contacts. The patient underwent a revision procedure wherein the leads were replaced and device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-3400-30 serial #: (B)(4) and 649514 description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's leads were showing high impedances in all contacts. The patient underwent a revision procedure wherein the leads were replaced and device malfunction was suspected. The patient was doing well postoperatively.